Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown accolade stem was reported. The event was confirmed based on medical review. Method & results: -product evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The photographs shows recently explanted accolade stem with damage on the trunnion and biological matter can be noted. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: undated x-ray: ap right hip - uncemented tha, acetabulum nominal with no screws, femoral stem nominal, prosthetic head in acetabular component, stem trunnion disassociated and dislocated from modular head. No clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the provided x-ray, confirmation of the event description appears to be made, but insufficient data is presented to create a medical report for this case. -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that patient's hip was revised due to disassociation. The event was confirmed based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "the 40mm cocr head appears to have fallen off accolade tmzf stem."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "the 40mm cocr head appears to have fallen off accolade tmzf stem."